Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic sphincterectomy (est) procedure performed. According to the complainant, during the procedure, there was difficulty making a cut at the target site, possibly due to the shape of the papilla. It was noted that the tip of the device was discolored and the catheter was melted. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic sphincterectomy (est) procedure performed. According to the complainant, during the procedure, there was difficulty making a cut at the target site, possibly due to the shape of the papilla. It was noted that the tip of the device was discolored and the catheter was melted. The procedure was completed with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, however, it was intact; no melting observed. The cut wire was found to be intact. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. After the working length of the device was completely untwisted, the device was able to bow past the 90 degree minimum bowing specification. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The customer's complaint was not confirmed. During manufacturing, tome devices are 100% inspected so the twisted working length is likely due to procedural factors. Based on the investigation results, which confirmed no melting was present on the device, this is no longer considered a reportable event.